Event description:
A caller reported receiving a minimum fill notification after resetting a pump. There was no adverse impact to the customer¿s blood glucose level. The customer successfully loaded a new cartridge, changed the ifs, and resumed insulin delivery without needing additional technical support.